Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2408-74 serial #: (B)(4) description: avista MRI perc lead kit, 74 cm.

Event description:
A report was received that the patient had worsening pain. It was noted that the patient¿s leads had moved. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient would no longer undergo a revision procedure. No further information could be obtained at this time.

Event description:
A report was received that the patient had worsening pain. It was noted that the patient¿s leads had moved. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient's pain was pre-existing. No malfunction was suspected.

Event description:
A report was received that the patient had worsening pain. It was noted that the patient¿s leads had moved. The patient will undergo a revision procedure.